Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found that the display was flickering. The technician replaced the video converters, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.

Event description:
The user facility reported that the display connected to their hexavue custom room rack was flickering. No report of injury.